Event description:
It was reported that the unit burned.

Manufacturer narrative:
It was reported that the unit burned. Our inspection revealed a 2" burn hole near one edge of the pad. There was no evidence of a malfunction or component failure. The ignition source appeared to be external. It is our conclusion that this report is attributable to customer misuse of our product. No deaths or injuries were reported.